Event description:
The customer reported that the charge led was not lit. This could indicated a failure to power up via ac power/charge the battery. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the charge led was not lit. This could indicate a failure to power up via ac power/charge the battery. No adverse patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.